Manufacturer narrative:
The insulin pump was received with physical damage and cracked/bleeding lcd glass. There were minor scratches on the lcd window, cracked case near display window corners and cracked reservoir tube lip. The displacement test was unable to be performed due to display anomaly. (B)(4).

Event description:
Customer reported via phone call damage on the insulin pump. Customer's blood glucose level was 140 mg/dl. Customer advised that the display screen is cracked and it was dropped while skateboarding. Troubleshooting for cosmetic damage was performed. Customer advised the damage starts at the top of the screen by the clock.